Event description:
The customer contact reported the patient received less medication intended. On an unspecified date and time, the device was programmed for variable time delivery of an unspecified concentration of clairig, at a rate of 31 ml/hr for a duration of 1 hr, a rate of 54 ml/hr for a duration of 1 hr, a rate of 80 ml/hr for a duration of 4 hrs, a rate of 98 ml/hr for a duration of 6 hrs and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported at the end of the delivery the container was approximately half full instead of the expected empty container. At that time, the nurse reprogrammed the device for the remaining volume in the container and therapy was completed using the same device. No specific programming parameters were provided. The customer contact reported there was no change in the status of the patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.